Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated they have been talking about moving the implant because the battery has moved and is not located where it was placed. The patient states the issues with her implant moving started whenever she got her antenna replaced. The patient also states the implant is helping with sciatic nerve and legs but not with tailbone and neck. Patient states the reason is she has multiple level degeneration and narrowing of the nerve canal. Patient states they are going to do a nerve block.